Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 32mm standard head. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the surgeon suspected head and liner wear so the patient's left hip was revised.

Manufacturer narrative:
An event regarding wear involving a unknown femoral head was reported. The event was not confirmed. Conclusions: based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the surgeon suspected head and liner wear so the patient's left hip was revised.